Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: examination of the submitted device found the locking tab features broken. This type of damage indicates the handle was manipulated side-to-side while attached to the mating instrument placing a force on the tabs allowing them to bend and break at the undercut location. The root cause is attributed to user technique. No corrective action is being pursued at this time based on no evidence of patient harm and the low frequency of reported events. Complaints will be monitored through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of system handle snapped off.